Event description:
Keravision was notified on 7/3/00 of a pt that had a "toxic" reaction. Keravision contacted the medical facility regarding the incident. Facility stated that they had done testing and it was determined that the pt had a high bacterial count prior to the surgery. Facility stated that the reaction was not a result to the medication or the placement of the intacts. The intacts were explanted and pt is currently undergoing lasik.